Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that worsening symptoms. Patient stated that on monday prior to having the procedure they had symptoms of a bladder infection. The patient was then up 10 times to void during  sleep with stinging when voiding. The patient saw physician on thursday and was tested and does have an infection. The patient was advised to take cipro and turn the machine off for 2 days. The patient will have the device off until saturday evening. The patient is only voiding less than an oz per void and is in pain.  Patient stated they  lack of sleep  due to getting up frequently to void the patient was advised to take azo for the bladder pain. The patient will try turning the device on saturday night but if voids frequently they  will be turning it back off.  No further complications were reported/anticipated at this time. "Omitted  rule out information in general on uti".